Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that objective lens adhesive was peeled off due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect the issue: ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope inspection of the endoscope - inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the video connector had a crack, and the protector of the video cable section had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope's bending section cover had a scratch. The device was returned for evaluation. During the device evaluation the tip of the adhesive around the objective lens was found to be peeling. This medical device report (MDR) is being submitted for the reportable malfunction found during device evaluation. There was no patient harm or user injury reported.